Event description:
Patient reported receiving a blood glucose level of 18.1 mmol/l this morning at 5:13 am; he had no carbs and the blood glucose monitoring device advised 6 units of insulin, there were no earlier tests this day. Patient stated at 6:46 am his blood glucose level was 12 mmol/l with 95 carbs; device advised 13.5 units of insulin. Patient reported there was no insulin suggested for the elevated blood glucose level. Patient's normal blood glucose level was not provided. Patient questions whether there should be or is there enough active insulin. Patient stated the blood glucose monitoring device showed active insulin of 7.9; questions how this is possible when the only activity prior was the one at 5:13 am. Patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).